Event description:
It was reported via repair work order that there may have been no power to the bed as the bed needed a new power cord and the control plug was disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was damaged and the control plug was disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed evaluation and initially reported that the bed needed a new power cord and the control plug was disconnected. The unit could not be located and the customer could not provide the serial number for a stryker technician to perform an evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Customer performed evaluation.